Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the infusion site scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.locked down smartphone: lockdownomnipod software app version: 3.1.1operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7*please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 332 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen) while it was hot out vacationing in paris at the french open, causing the cannula to dislodge. Additionally, the patient reported a burning sensation, rash and scarring at the pod site. Treatment information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the soft cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. Inspection of the device found no damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined.